Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -06.00/+2.5/094 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to sizing issue. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk. Weight: unk. Ehnicity: unk. Race: unk. Date of event:unk. Claim (B)(4).

Manufacturer narrative:
B5: the lens was explanted due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The eye was stable with new implant. The cause of the event was unknown. Claim # (B)(4).